Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty in the common femoral vein the pta balloon catheter allegedly was difficult to deflate and subsequently had difficulties retracting the balloon through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty in the common femoral vein the pta balloon catheter allegedly was difficult to deflate and subsequently had difficulties retracting the balloon through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The device was inserted through an in-house 7fr sheath and inflated with an in-house presto inflation device. Upon inflation a pinhole rupture was identified on the barrel of the balloon. An attempt to deflate the balloon resulted in balloon material partially deflated and bunched at the distal end. Therefore, the investigation is confirmed for a pinhole rupture and for the reported deflation issue. The balloon deflated and bunched at the distal end, and when pulled through the sheath, caught on the distal end of the sheath resulting in a flared sheath tip and resistance through the sheath. Therefore, the investigation is confirmed for the reported retraction issues. The pinhole rupture in the balloon led to poor deflation of the device. The poorly deflated balloon profile would not have allowed the device to be pulled back through the sheath, likely leading to the reported retraction issues through the user's sheath. However, the definitive root cause for the identified pinhole rupture could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).